Manufacturer narrative:
Device evaluation- the device was returned for evaluation. The device was given functional testing and the reported leak was confirmed. The device was found to leak from the tank cover from a crack at this area. The tank cover was replaced. The cause of the cracking was not established.

Event description:
It was reported the device leaked. No patient involvement.